Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient has had increased pain in her low back and legs since the ipg stopped functioning. The patient also lost a significant amount of weight and the ipg was very mobile in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively. The explanted device will not be returned it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively. The explanted device will not be returned it was discarded by the facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware.block d2b: lgw, qrb.investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended. The patient has had increased pain in her low back and legs since the ipg stopped functioning. The patient also lost a significant amount of weight and the ipg was very mobile in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively. The explanted device will not be returned it was discarded by the facility.